Event description:
Customer reported leaking during patient use. Although requested, additional information was not available regarding lot number or event.

Manufacturer narrative:
The reported device will not be returned for evaluation because it was disposed by hospital staff. A lot number was not provided, therefore, a batch review could not be performed. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.